Event description:
It was reported that, "going through the set and saw that the tip of the tap is jagged and sharp...not smooth like it is supposed to be."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Result: after visual inspection the distal tip was confirmed to be broken. Manufacturing record review: no anomalies that could be associated with the breakage were reported during the manufacturing. Complaint history analysis: 51 previous records have been received involving 72 units. The failure is believed to be the result of user-error. The surgical technique clearly states that cantilevering the tap while in the pedicle may damage the instrument. Risk assessment: there was no patient involvement in the reported event. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that cantilevering the tap while in the pedicle may damage the instrument.